Event description:
It was reported that a pt being infused with platelets through the device experienced severe hypotension, from 102/57 mmhg to 44/34mmhg, after receiving 10cc's. Transfusion was stopped until blood pressure improved. Platelets were restarted, pt stable with infusion running slowly.